Event description:
It was reported that the clinic was having "problems" with the programmer. It was also reported the programmer was not functioning. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found an error message at boot-up, caused by a software issue. The hard drive was reconfigured and the software reloaded.